Event description:
The American (US) Joint Replacement Registry (AJRR) 2025 annual report provided information on the Dynasty Biofoam Shells used in combination with Profemur Gladiator Cementless Stems. There were 21 reported revisions for Dynasty Biofoam Shells used in combination with Profemur Gladiator Cementless Stems. The report does not specify the adverse events or which components were revised.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.